Manufacturer narrative:
A ge svc rep investigated the issue and entrance dose found to be within regulation. Physicist measurement error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction

Event description:
The ge oec 9900 fluoroscopy system was reported to have entry dose exceeding regulation.